Manufacturer narrative:
The customer¿s report of a leak when the tubing separated at the pumping segment was confirmed. Visual inspection showed a large tear in the set¿s silicone segment tubing just below the upper fitment. Functional testing confirmed leaking. The cause of the leak was a large tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion the low sorbing tubing leaked lipids when the tubing separated at the pumping segment. There was no patient harm.